Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found worn and dirty tip and plunger clamps in the reported problem area of the pipette assembly. Fse replaced tip clamps and plunger clamps in positions # 10, 11, and 12. The instrument was tested without further problem and returned to expected operation.